Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was returned severed at 123 mm from the terminal pin. It was returned in two segments with a total length of 647 mm. It was noted that the rate sense conductor coil extended beyond the insulation of the tip segment of the severed end by 18 mm. A cut was noted in the suture sleeve tie down area at approximately 65 to 70 mm from the severed end of the tip segment and the rate sense insulation was bunched in several places. Further evaluation found that the distal end of the proximal spring electrode was separated from the lead body insulation and the proximal end of the distal spring electrode was separated from the lead body insulation. Tissue with calcification was observed on the lead body insulation. Detailed analysis found that there was trilumen insulation abrasion through to the distal high voltage lumen at approximately 490 to 497 mm from the tip. Due to the location and type of damage analysis attributed this to be due to lead-on-lead interaction. However, lead-on-can was not able to be ruled out. Another abrasion was seen at 508 to 520 mm from the terminal pin, through the abrasion sleeve only and multiple surface abrasions were noted, however only one compromised the insulation integrity. Analysis confirmed the allegation from the field.

Event description:
Boston scientific received information that upon opening the pocket for a change out procedure due to the device reaching elective replacement indicator (eri), insulation damage was observed on the body of the right ventricular (rv) lead. The insulation damage was approximately two to three inches below the yoke. Visual inspection revealed that the high voltage cable was extruding from the lead body. Subsequently the lead was explanted and replaced. No adverse patient effects were reported.